Manufacturer narrative:
(B)(4). B3: event date: july 2022. D6b: july 2022. D10: 00596404010 - articular surface size ef 10 mm height ''use with plate 5 - 63459803. 00598604701 - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - 63314083. 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 63426272. 3003940002 - refobacin bone cement r 2x40g - a552ck1626. G2: foreign country: united kingdom h6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left initial knee surgery on an unknown date. Subsequently, the patient had been experiencing post-op pain and mobility issues noting that they could not walk. A CT scan revealed that the knee replacement was defective and the patient was subsequently revised. The original system was removed and a new one was implanted. Attempts have been made and all available information has been provided.